Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to placement in the patient's body, the rv lead helix would not extend. The patient is stable.

Manufacturer narrative:
A complete lead was returned in one piece for investigation. The damage found was sustained during the surgical procedure. The lead was otherwise normal.